Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 24.6 mg/l. The sample was repeated twice, resulting as 6 mg/l each time. No adverse events were alleged to have occurred with the patient. The crea reagent lot number and expiration date were asked for, but not provided. The sample probe was cleaned and precision studies were performed.

Manufacturer narrative:
The patient's age has been confirmed as (B)(6) with a date of birth of (B)(6). The correct crea values have been confirmed as follows: the initial crea value was 24.8 mg/l on (B)(6) 2018 and the repeat results were 6.1 mg/l and 6.5 mg/l. The unit of measure has been confirmed as mg/l. Upon review of the alarm trace, an abnormal sample aspiration and an abnormal sample probe movement alarm occurred in (B)(6) 2018. Precision studies were performed and precision was ok. The investigation was unable to find a definitive root cause. The issue did not re-occur after cleaning the sample probe.

Manufacturer narrative:
A patient (B)(6) was originally provided, but a patient (B)(6) with a (B)(6) has now been provided. A clarification of the correct patient age has been requested. Medwatch field age or date of birth has been updated. The crea reagent lot number was 302847. The customer has provided additional data for the complained sample. This data has units of mg/l. A clarification of the correct unit of measure has been requested. The customer provided additional crea data from the patient sample as follows: 24.8 mg/l on (B)(6) 2018 with repeat results of 6.1 mg/l and 6.5 mg/l on the same date. It is not clear if this data replaces the originally provided data or if this data represents additional repeat results from the sample. A clarification has been requested. The sample had the following additional test data: (B)(6). A general reagent issue can be ruled out since calibration and controls are acceptable. The instrument was checked to be ok based on precision data.

Manufacturer narrative:
The unit of measure used for the crea assay was mg/dl, not mg/l.